Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing a blood glucose (bg) of 365 mg/dl after the pump rebooted multiple times. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The patient reported that she was tightening the battery cap with her fingernail. She stated that the pump would go to the verify screen and then shut off. The patient stated that the battery cap was secured to the pump, and the o-ring was not visible. The patient confirmed that there was no structural damage to the battery cap and compartment. The patient noted that the battery cap had never been changed. Customer support instructed the patient that the battery cap should be changed every six months. The patient was instructed to insert a new battery, and stated that the issue was resolved with insertion of a new battery. The pump is not being returned at this time. The patient resumed insulin pump therapy without further reported incident.